Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported that the end user " feels the edge of the wafer may be cutting into the stoma; however, he cannot see the area so cannot say if any cuts to the stoma". The end user reports bleeding started "about 3-4 years ago". It was noticed this time when he was "showering with the wafer off". The end user is unsure of stoma size and estimated it at 38 millimeters. The end user was instructed to measure stoma to ensure a proper fit with appropriate product. The end user discontinued using the 38 cm natura wafer a couple of months ago and started to use the 45 cm natura wafer. Denies any liver issues, no varices, does not take blood thinners. Upon further clarification, the end user states "the bleeding varies but, is around the edges of stoma. Yes, the plastic is the cause of the bleeding I believe. When I went to the emergency room (ER) they believed the wafer was rubbing against the stoma and causing nicks to blood vessels at the surface around the stoma. He has been to the ER and his doctor regarding this issue in the past and was told to apply pressure to the area. Did not receive any other recommendations. The time between bleeding varies as I have gone months without bleeding. The product you sent with the softer wafer and enlarged with watery bowel did not help. Still sore after three (3) days and have not seen blood. Have not measured the stoma yet." No photograph depicting the reported complaint issue provided by the complainant.